Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to inappropriate shock. The physician changed pace sense of the lead and ordered antibiotics. No additional adverse patient effects were reported.